Event description:
It was reported that the patient presented for a routine device change out. Device interrogation prior to procedure revealed the left ventricular (lv) lead exhibited loss of capture. A fluoroscopy was performed and showed the patient was occluded. The procedure was postponed and the lv lead was deactivated. The patient was in stable condition.